Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the pt was experiencing headaches with the stimulation on, and the symptom dissipated when the stimulation was turned off. The pt was reprogrammed to remove stimulation in the neck, but the pt reported the stimulation caused a headache that started in the neck and travels to top of her head and then to the forehead. The pt reported a history of headaches, but not as severe. The pt believed the stimulation was causing her neck muscles to tighten, which in turn was causing headaches.